Manufacturer narrative:
Field complaint of detachment of device header was confirmed. The device was received without telemetry. Visual inspection found the header broken off from device can, which is consistent with damage from explant procedure. Device reached end of life due to normal usage. Further analysis performed after replacing battery exhibited normal device characteristics. Longevity assessment was performed, and the implant duration exceeds total projected longevity indicating normal battery depletion.

Event description:
During an explant of the device due to normal elective replacement indicator (eri) it was noted the header became detached from the device. The patient was stable.